Event description:
Patient running on continuous veno-venous hemofiltration (cvvh), new filter started. During priming of the filter, machine started alarming "high balance chamber". Despite resetting and troubleshooting, the filter did not advance the priming like the machine was attempting to do. A new filter was primed shortly after incident without issues.